Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 15mm, diameter 3.5mm was used to treat in-stent restenosis of a previously deployed stent in the mid rca. No issues were reported during index procedure. It is reported that approx 1 week post implant, the pt was admitted to hospital with chest pain. The right coronary artery showed evidence of moderate restenosis involving the area where the previous stent was implanted. The restenosis is confirmed as there was evident neointimal growth into the vessel lumen beyond the profile of the stent struts. Post deployment of the endeavor sprint stent there is still a restriction at the site of the restenosis, most likely as a result of the high plaque burden, as reported from the account, and as can be seen on the cine images. The 'waist' or restriction in the vessel profile at the lesion site was still evident even after post dilatation activities. Coronary angiogram of the rca during the follow up procedure (one week post index procedure) showed that the vessel was still patent, but the waist was still present at the site of the endeavor sprint deployment. The sprint stent profile in coronary angiogram still shows that it was fully apposed to the vessel. Balloon angioplasty of the stent implanted during index procedure was carried out. The images confirmed what appeared to be 'a small dissection of just small ulcerative plaque at the proximal edge of the first stent in the right coronary artery'. Communications from the account confirmed that this issue was not related to the endeavor sprint stent. There was an other brand stent implanted to treat the area of mild plaque ulceration. Pt was reported to be stable post procedure. The stent delivery system was not returned for medtronic for eval. Procedural images of the index procedure and the follow up procedural one week later were received from the account. Review of the cine images provided confirmed the target lesion in the mild rca was in-stent restenosis of a previously deployed stent. The presence of a restriction at the site of the restenosis, most likely as a result of the high plaque burden is evident on the cine images.

Manufacturer narrative:
(B)(4): eval results: high plaque burden, resistant to treatment. Stent deformation. Eval conclusions: high plaque burden, resistant to treatment.